Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in 2014 they had to have their leads replaced because they were burned out. Indication for implant is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.